Event description:
On (B)(6) 2014 ulthera field representative reported: "patient treated about 6 months ago. Patient is complaining that she has two very pronounced soft lumps on bilateral cheeks. I saw this patient about a week ago 4/28. Looking at the patients photos prior to ultera the patient did have those two raised spots. When I felt the areas there were not hard to the touch, but very soft". Further investigation found that the original treatment was on (B)(6)2013. The physician reported " the ultherapy tightened her behind the jowl."